Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined.